Event description:
It was reported that a patient who underwent breast augmentation revision with 340cc mentor memorygel breast implants experienced a lactation disorder post procedure. The patient could not produce milk and could not successfully breastfeed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The number and identity of impacted products involved is unclear. This is reflected in section d. Lot number 7524704 and 7473004 are represented. Serial numbers (B)(6) and (B)(6) are represented. This patient is part of a post approval study.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 7473004 number, and no non-conformances were identified. Manufacturing date: 26/may/2017. Expiration date: 25/may/2022. A manufacturing record evaluation was performed for the finished device 7524704 number, and no non-conformances were identified. Manufacturing date: 15/nov/2017. Expiration date: 14/nov/2022. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).